Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported fiber break cannot be confirmed as hene (helium-neon) functional testing demonstrated that the aiming beam was present at output window, as intended and there were no breaks identified along the fiber length. The observed glass cap moving independently from the metal cap due to glue failure likely occurred due to elevated temperature near the laser beam output window. Analysis identified that the metal cap exhibited severe charred debris adhesion which is indicative of prolong tissue contact probably contributing to elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body and fiber cap. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination with magnification showed that the glass cap moved independently within the metal cap, indicative of glue failure. There were no signs of devitrification. The metal cap exhibited severe charred debris adhesion on surface, indicative of prolonged tissue contact. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the hene laser fixture. The testing conducted confirmed that the aiming beam was visible at the fiber output window, as intended. Also, the hene test did not identify breakage along the fiber's length. Labeling review the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: analysis of the returned fiber did not identify any breakage along the fiber length. Based on the observed glue failure a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber mirror broke after 66,000 joules and 6:30 minutes of use. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber mirror broke after 66,000 joules and 6:30 minutes of use. The procedure was completed with a second fiber without clinical consequences to the patient.